Event description:
It was reported that episodes of undersensing were observed on the device. The patient passed away due to ventricular fibrillation. There was no reported malfunction related to the device and the cause of the death remains unknown. Further information was requested but not yet received.